Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on (B)(6) 2017 was 480 mg/dl with excess urination and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. An air bubbles within the filled cartridge issue was reported. During troubleshooting, it was reported that the patient was not following instructions: insulin was not at room temperature; and cartridge plunger was not cycled. There was no indication or allegation of a device malfunction. This complaint is being reported because the reported health event was attributed to a use error.